Event description:
Approx five minutes into hemodialysis treatment, machine alarms alerted staff to an air leak at the arterial injection port. A small vertical crack was seen in the injection port. Blood volume from the dialyzer and venous lines were returned to pt, however, the arterial line was discarded resulting in ebl of 82cc. A new blood line and dialyzer were set up and treatment resumed with no further problem. No pt injury or need for medical intervention are reported.